Event description:
The customer reported that the blue insulation on the jaw of the device detached and fell into the pt cavity. The material was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.